Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) in which the anti-tachycardia pacing/atrial fibrillation (atp/af) therapies turned off. The rv sensitivity was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).